Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A customer reported a "lack of vent or side cut" during a lasik flap creation. The outcome was successful. Additional information received; the patient is doing well post operatively.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During an onsite visit the fse (field service engineer) performed a system verification and found device met specification, no issue found. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were successfully without issue. Also the image of the ablation check shows a valid and good test. During the bed cut of the reported treatment the warning message appeared but the treatment was still finished. The user restarted this treatment and finished it successfully. According to the user manual the user used energy settings which are also within the defined recommended arrangement of pulse energy. There is no technical problem. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).